Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Concomitant products were used in this study: carto 3 mapping system, soundstar catheter (B)(4). The device was not returned to bwi.

Event description:
This complaint is from a literature source. It was reported one (B)(6) female patient underwent rvot radiofrequency ablation procedure and immediately developed chest pain and the ECG revealed st segment elevations in v1-v5. A coronary angiogram confirmed an acute occlusion of the mid left anterior descending artery (lad), requiring emergent percutaneous angioplasty for revascularization. After a brief period of lv dysfunction, normalization of lv contractility occurred. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿catheter ablation in the right ventricular outflow tract associated with occlusion of left anterior descending coronary artery.¿ the purpose of this study was to report a case of acute lad occlusion after rvot ablation and then illustrate the intimately close relationship of the left anterior descending artery to the anterior septal site of the rvot. Suspect device is thermocool catheter, however catalog and lot number are unknown. Concomitant products were used in this study: carto 3 mapping system, soundstar catheter.

Manufacturer narrative:
(B)(4).